Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the cartridge was leaking from the bottom of the canister. Additionally, it was reported that there was an air bubble in the septum. Customer performed a supply change to address the issue. Customer's blood glucose level was 25 mg/dl. Customer drank 3 juice boxes, and ate 2 packs of fruit snacks, resolving the low blood glucose level.